Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received reported the physician stated he has used the same protocol since using the refractive suite. The same contact lens is used, the same drops are given per protocol pre and post surgeries and uses the same nomogram. The temperature and humidity conditions are unchanged. Energy checks are performed in between patients.

Manufacturer narrative:
The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported unexpected overcorrection in myopic treatments. Additional information has been requested.